Event description:
It was reported that the bd nexiva¿ closed IV catheter tubing disconnected from the hub. The following information was provided by the initial reporter: verbatim: IV inserted, when writer went to remove cap from end of lock, tubing disconnected from hub of IV cathlon. IV was removed as the closed system was compromised. New IV initiated. Could have delayed treatment in an emergent situation. Could have resulted in blood/body fluid exposure.

Manufacturer narrative:
This complaint has been confirmed as a duplicate of a previous MDR submission, MFR report# 1710034-2021-00544. Please consider this MFR report# 1710034-2023-00524 cancelled.

Event description:
It was reported that the bd nexiva¿ closed IV catheter tubing disconnected from the hub. The following information was provided by the initial reporter: verbatim: IV inserted, when writer went to remove cap from end of lock, tubing disconnected from hub of IV cathlon. IV was removed as the closed system was compromised. New IV initiated. Could have delayed treatment in an emergent situation. Could have resulted in blood/body fluid exposure.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.